Event description:
Reporter noted clear, translucent particles (residue) during the irrigation mode while using phaco handpiece. There was no adverse event. One day post operation, surgeon noticed particulates on the anterior surface during exam. Particulate (0.2 x 0.6mm) was removed in 2002; appears to be glass.